Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that the device was released from medtronic's stock in (B)(4) 2011, prior to the expiration date.

Event description:
It was reported that a pump was implanted past its use by date. The pump was implanted on (B)(6) 2012, and the use by date was (B)(6) 2012. The device system was used to infuse morphine. No further information was provided.